Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 420-450 mg/dl on (B)(6) 2010. He changed the infusion site, tubing, and insulin cartridge and bolused through the infusion device and was unable to lower his blood glucose. He injected 10 units of insulin via pen and switched to his backup infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.